Event description:
The reporter stated that the surgeon was inserting a visian implantable collamer lens model micl12.6 and the lens went in upside down. The surgeon removed the lens without enlarging the original incision and put in another same type lens, and put in a suture which is standard practice for this surgeon.

Manufacturer narrative:
Eval - work order search. Results: a visual inspection of the returned product shows the lens has one haptic torn off & missing. Clear surgical residue on the lens. A work order search was performed for similar complaints within the search and there were no similar complaints found. Conclusions: based on the complaint history, work order search and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.